Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. Without the returned device, the event is non-verifiable. A definitive root cause cannot be determined.

Event description:
It was reported that the surgeon noticed that the driver was worn/stripped during use. The driver was used to complete the procedure with no patient harm reported.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the surgeon noticed that the driver was worn/stripped during use. The driver was used to complete the procedure with no patient harm reported.